Event description:
On (B)(6) 2011, a pt underwent surgery. The surgeon "squeezed' the dbx plunger down when the glass shattered into the pt's wound site". The surgeon "pulse" lavaged the wound site until all the glass was rinsed out. Another dbx unit was used to complete the surgery. The pt was reported to being okay.

Manufacturer narrative:
A comprehensive review of the donor records indicates that this donor was appropriately screened and tested in accordance with mtf's donor release criteria. Our second review confirmed that the tissue complied with all requirements for procurement and microbiological testing. The final product sterility results were negative for the presence of microorganisms in accordance with usp<71> sterility test methods or validated test methods. There were no deviations or comments found in the batch records. According to our package insert, dbx putty is packaged in a glass syringe and must be extruded into a sterile basin, not directly into the operative site. The syringe is not an applicator. Care should be taken to apply gently, even force to the plunger when extruding dbx putty from the syringe. Extreme force applied to the plunger may cause the glass syringe to break. A total of forty-two dbx putty units were produced of which thirty-nine dbx units have been distributed, to date, there have been no other documented complaints or adverse events associated with this donor. Based on these findings, there appears to be no evidence of a link between the allograft and this incident. Our conclusion is that the pt's adverse event was not caused our allograft and can be attributed to customer's error. No further investigation is required and this incident is considered closed. See scanned pages.